Manufacturer narrative:
The burns on the buttocks indicate that the consumer was sitting on or laying on the pad which is abuse of the product and a violation of the instructions and warning provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Sunbeam learned on (B)(6) 2015, that consumer is alleging he received a 3rd degree burn to his buttocks while using a heating pad.